Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to locate the ipg with the charging system. A replacement charging system was sent to the patient, but did not resolve the issue. An x-ray was taken which revealed the ipg was on its side within the ipg pocket. The physician repositioned the ipg on (B)(6) 2013. It was reported the physician sutured the ipg in place, and the system was working well postoperative.